Manufacturer narrative:
A4-a6: unk h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: a review of the device labeling was completed. Intraocular infection, uveitis/iritis are identified in the labeling as known potential adverse events following icl implantation. Per the delivery system dfu: sterilization instructions: after the injector has been properly cleaned, the injector should be pouched to preserve sterility and steam sterilized using the following sterilization cycle: (note: the microstaar injector models msi-tf and msi-pf can be cleaned and sterilized up to 20 times before disposal). Warning staar surgical cartridges, ftps and ftp holders are packaged and sterilized for single use only. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo -10.00d implantable collamer lens into a right eye (od) on (B)(6) 2024. Msi injector delivery system was used for lens implantation. Tass was diagnosed. No diagnostic cultures were performed. The patient was prescribed frequent steroid drop treatment which resolved the issue of "white dusty sediment in the ac". Patient condition and status of the eye as of 30-aug-2024 were reported to be respectively, bcva &ucva of 20/20, iop 17mmhg, "problem relieved with frequent use of hormonal drugs". The lens remains implanted. The reporter does not state a cause for the event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 device evaluation 3331 device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. (B)(4).